Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient wanted their ins removed. They didn't like the ins and it hadn't been used since (B)(6). The ins had not been kept charged and was dead. The ins was "ready to pop out of the skin" and the patient could feel the wires and battery pack. It caused other problems with diagnostics and they couldn't receive an MRI. The patient had more problems with it stimulating other areas and causing sexual problems. They didn't need the ins anymore and was doing better without it and noted that all the ins did was defer the pain elsewhere. Additional information received from the consumer reported that she had not charged the device and could feel scar tissue around the wires. The patient wanted to have the implant and leads removed. The patient mentioned that when she was near heavy electrical lines and when airplanes fly over she could feel it zipping though her body.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65,serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient could feel electric currents from air conditioners, microwaves, fan, appliances and planes flying overhead within their body- they felt every nerve activated. The patient never charged the ins back up and threw away the charger and were looking into having the ins and all wires (which they reported were corroded) removed when they were financially able. The issue of the dead implant and "zipping through the body" hadn't been resolved- it continued regardless of where they were. They felt the "energy" at the zoo and it sent impulses to the sting rays in their tanks and they responded. No further complications reported.